Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she received a reading of 311 mg/dl on her adc blood glucose meter which was higher than an unspecified subsequent reading obtained on a paramedic's meter. Customer further reported that after receiving the reading of 311 mg/dl she self-administered "a lot of insulin". It was further reported she was talking with a friend and then the friend called the paramedics. Upon arrival the paramedics received an unspecified reading on their meter which was lower than the adc reading. Customer was treated on the scene with food and unspecified "glucose" for her to swallow. There was no report of death or permanent injury associated with this event.